Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an initial implant, it was unable to communicate with the device using rf on 3 different programmers. The decision was made to leave the device implanted and evaluate the following day. The next day, the device was still unable to communicate. The device was explanted and replaced. There were no complications and patient was in stable condition after the procedure.